Event description:
The rptr did back to back (rapid succession) blood glucose tests. Results were 158 and 198 mg/dl. Reporter did not have any symptoms. On followup, the rptr confirmed the tests. A control test was done while on the telephone; the result was in range, 115 (92-135). No harm was alleged.